Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that a blood leak occurred with the combiset smartech bloodlines approximately 30 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The cm stated during follow-up that air entered the lines through the arterial connection between the fistula needle and the bloodlines which resulted in blood clotting within the dialyzer. The cm also noted that the machine, a 2008t machine, alarmed with an air detection message. There was no defect, damage, or loose connections noted on the bloodlines. The cm stated there were no issues noticed during prime. The patient¿s estimated blood loss (ebl) was approximately 300 ml. The cm stated the patient did not experience a serious injury, adverse event, or require medical intervention as a result of the reported issue. The patient was moved to a different machine where they successfully completed treatment with new supplies. The complaint sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h6 (investigative findings and investigation conclusion codes).

Event description:
A user facility clinic manager (cm) reported that a blood leak occurred with the combiset smartech bloodlines approximately 30 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The cm stated during follow-up that air entered the lines through the arterial connection between the fistula needle and the bloodlines which resulted in blood clotting within the dialyzer. The cm also noted that the machine, a 2008t machine, alarmed with an air detection message. There was no defect, damage, or loose connections noted on the bloodlines. The cm stated there were no issues noticed during prime. The patient¿s estimated blood loss (ebl) was approximately 300 ml. The cm stated the patient did not experience a serious injury, adverse event, or require medical intervention as a result of the reported issue. The patient was moved to a different machine where they successfully completed treatment with new supplies. The complaint sample was reported to be available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility clinic manager (cm) reported that a blood leak occurred with the combiset smartech bloodlines approximately 30 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The cm stated during follow-up that air entered the lines through the arterial connection between the fistula needle and the bloodlines which resulted in blood clotting within the dialyzer. The cm also noted that the machine, a 2008t machine, alarmed with an air detection message. There was no defect, damage, or loose connections noted on the bloodlines. The cm stated there were no issues noticed during prime. The patient¿s estimated blood loss (ebl) was approximately 300 ml. The cm stated the patient did not experience a serious injury, adverse event, or require medical intervention as a result of the reported issue. The patient was moved to a different machine where they successfully completed treatment with new supplies. The complaint sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, g1, h3 plant investigation: the manufacturer received a complaint product sample from the clinic with original packaging identified with product number 03-2722-9c and lot number 21lr01286. The sample was visually inspected and found to be acceptable with no defects. In addition, the sample was tested in the hemodialysis machine 2008k and worked as intended without any abnormalities during the tested period. A batch records review was also conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The physical evaluation by the manufacturer could not confirm the reported issue nor determine its cause.

Event description:
A user facility clinic manager (cm) reported that a blood leak occurred with the combiset smartech bloodlines approximately 30 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The cm stated during follow-up that air entered the lines through the arterial connection between the fistula needle and the bloodlines which resulted in blood clotting within the dialyzer. The cm also noted that the machine, a 2008t machine, alarmed with an air detection message. There was no defect, damage, or loose connections noted on the bloodlines. The cm stated there were no issues noticed during prime. The patient¿s estimated blood loss (ebl) was approximately 300 ml. The cm stated the patient did not experience a serious injury, adverse event, or require medical intervention as a result of the reported issue. The patient was moved to a different machine where they successfully completed treatment with new supplies. The complaint sample was reported to be available to be returned to the manufacturer for physical evaluation.